Event description:
The remote alarm worked intermittently when the remote alarm cable was moved. The customer reported that there was not pt involvement and the unit alarmed. The restpironics svc tech verified that when an alarm condition was present on the ventilator the alarm at the remote station would sound intermittently. The svc tech reported the connection on the main pcb board of the device was loose. The svc tech replaced the main pcb board to correct the problem. Performance verification testing was performed on the ventilator and passed per operating spedifications.